Event description:
It was reported prior to using bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes, a shard of glass was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes, a shard of glass was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one sample along with two photographs for investigation. Evaluation of both indicated the presence of a piece of glass inside the tube. Additionally, a visual inspection was conducted on 100 retained samples, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - glass. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.